Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer declined troubleshooting for high blood glucose. The customer¿s blood glucose level was 290 mg/dl, 297 mg/dl. The customer also reported that the when customer pressed the act the option did not came up was it was frozen. The insulin pump will not be returned for analysis.